Manufacturer narrative:
Lack of information.

Event description:
Endeavor stent 2.25x18 was implanted 38 days ago in the proximal lad. Medication on day of procedure 300mg aspirin, 75 mg clopidogrel. Myocardial infarction occurred 11 days post implant due to stent thrombus. There was also angiographic evidence of thrombus. Repeat angiography performed. Location of infarction is anterior. Non q-wave mi. Revascularization performed 17 days post implant. Indication for revascularization is mi. Lad ostial vessel. The investigator stated that the event is probably related to stent. On the 30 day follow up patient is asymptomatic. Please note that this model number en22518x is not distributed in the us.